Event description:
The bact classic instrument is an instrument used with blood culture bottles to detect microbial growth. A bact mp bottle was correctly reported to the lis system as positive. However, upon unloading the bottle a second resut record was sent to the lis stating the bottle status as negative. No pts were injured. The treatment of pts were not adversely affected by the malfunction.